Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support on how to reset the pump, successfully reset it, and was advised to continue using the pump. Customer was also advised to call back if the malfunction code recurs.